Event description:
It was reported that during use, the pulmonary artery pressure (pap) value was lower than expected. The catheter was replaced but the same issue was observed again. Another complaint was opened for the second catheter. The patient was not treated based on the values since the value was suspected as unreliable. The value could have been affected by the patient condition, since the patient had severe mitral regurgitation (mr), however the customer believed the pap value was too low even with the patient condition considered. The dpt zeroing was performed during troubleshooting. There was no defect of dpt observed. There was no abnormal waveform observed. There were no error messages observed. The data logs were not provided. Information such as indicated value, expected value, if the value and the waveform matched, and if there was occlusion, leakage or kink noted in the catheter was unavailable. The patient demographic information was requested but unavailable. There were no patient complications reported. Additional information was obtained from the sales representative that a non-edwards monitor was used in this case.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. The lot number is unavailable so a device history review is not possible. Device not returned.

Manufacturer narrative:
One 131f7 catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The reported issue of a pressure issue was not able to be confirmed during the evaluation. All through lumens were patent without any leakage or occlusion. There was no visible damage or inconsistency observed from the catheter body, balloon and returned syringe. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter passed the pressure test with lab dpt. Per the edwards pressure monitoring IFU, "poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively complaint pressure tubing, small bore tubing, loose connections, or leaks." Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.